Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis on a snare and with a 6f guide liner inserted through the stent. The stent delivery system (sds) was not returned; therefore individual assessment of the catheter could not be performed. Analysis of the returned device found the stent detached. A visual examination of the stent found the stent severely damaged across its entire profile with struts distorted, bunched, stretched and lifted from its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as: 2134265-2016-03706. It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.25 x 38mm synergy drug-eluting stent was deployed in the obtuse marginal branch; however a hole was create in the stent strut by performing plain old balloon angioplasty (poba). The physician attempted to deliver and deploy a 2.25 x 32mm synergy drug-eluting stent through the created hole in the 2.25x38 stent. The 2.25x32 stent crossed the stent strut; however came into contact with the distal lesion and failed to cross the lesion. Poba was performed again in the distal lesion. The 2.25x32 stent was delivered but still could not cross the lesion. The 2.25x32 stent became dislodged when removing the device from the patient and it was noted that the 2.25x38 stent was deformed. Resistance was not met when the stent dislodged. The physician had difficulty in removing the dislodged stent; however it was removed using a guidezilla. It was also noted that the stent was entangled with an unspecified guidewire and the guidewire was unable to be removed from the patient. Attempts were made to remove the guidewire with various ways; however the attempts were unsuccessful. Therefore an unspecified rotablator was used to cut the wire and the guidewire was removed. The device remained in the patient. The procedure was completed with two non-bsc stents. No further patient complications were reported and the patient's current condition is good; however the patient is under observation.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
Same case as: 2134265-2016-03706. It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.25 x 38mm synergy drug-eluting stent was deployed in the obtuse marginal branch; however a hole was create in the stent strut by performing plain old balloon angioplasty (poba). The physician attempted to deliver and deploy a 2.25 x 32mm synergy drug-eluting stent through the created hole in the 2.25x38 stent. The 2.25x32 stent crossed the stent strut; however came into contact with the distal lesion and failed to cross the lesion. Poba was performed again in the distal lesion. The 2.25x32 stent was delivered but still could not cross the lesion. The 2.25x32 stent became dislodged when removing the device from the patient and it was noted that the 2.25x38 stent was deformed. Resistance was not met when the stent dislodged. The physician had difficulty in removing the dislodged stent; however it was removed using a guidezilla. It was also noted that the stent was entangled with an unspecified guidewire and the guidewire was unable to be removed from the patient. Attempts were made to remove the guidewire with various ways; however the attempts were unsuccessful. Therefore an unspecified rotablator was used to cut the wire and the guidewire was removed. The device remained in the patient. The procedure was completed with two non-bsc stents. No further patient complications were reported and the patient's current condition is good; however the patient is under observation.